Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading 72 mg/dl and then dropped to 56 mg/dl, then to 52 mg/dl, and then to 46 mg/dl. The patient self-treated with ¿sugar tablets¿. After treatment, the patient felt unwell. She had a headache, was shaky, and lightheaded. A bg meter reading was done at the time, which was 394 mg/dl while the cgm was reading 46 mg/dl. The patient¿s husband drove her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 417 mg/dl while the cgm was reading 50 mg/dl. She was treated with IV insulin. The patient was discharged home approximately 5-6 hours later once her bg meter reading was 170 mg/dl. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. When the patient's cgm read 72 mgdl, 56 mgdl, and 52 mgdl, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient started to feel unwell with symptoms, the reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.